Event description:
Customer called to report that the insulin pump stopped working even after the battery and reservoir were replaced. It was reported that the insulin pump alarmed experienced an unexpected restart alarm. As a result, it was reported that the customer has been experiencing high blood glucose levels. Customer stated that she has been having a lot of sugar in her urine. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Customer's blood glucose reading was 600+ mg/dl. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test, reset error test, basic occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected alarms were noted. No air bubble anomaly was noted. Multiple boluses were programmed and delivered. The boluses were properly recorded in the bolus history. However, multiple alarms were noted in the history screen due to a corrupted history file. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked belt clip slot and cracked battery tube threads.